Event description:
This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ("joint and muscle pain") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced musculoskeletal pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), hypertension ("high blood pressure"), visual impairment ("visual disturbances"), migraine ("migraines"), depressed mood ("reduced moral") and fatigue ("crushing fatigue"). The patient will be treated with surgery (essure is scheduled to be removed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, weight increased, hypertension, visual impairment, migraine, depressed mood and fatigue outcome was unknown. The reporter considered depressed mood, fatigue, hypertension, migraine, musculoskeletal pain, visual impairment and weight increased to be related to essure. The reporter commented an article on a blog. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: musculoskeletal pain. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.